Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b precision clean brush heads catching gums [gingival injury]; oral-b precision clean brush heads are catching gums during use [injury associated with device]; oral-b precision clean brush heads are loose [device connection issue]; oral-b precision clean brush head broke; brush heads keep falling off [device breakage]. Case description: a male consumer of unspecified age reported via phone on 08-jun-2016 that he used oral-precision clean brushheads beginning on an unspecified date, and they were particularly loose, kept falling off, and were catching his gums. The first brush head used from the pack of 4 broke, and had been discarded. The reporter stated the product was 3 to 4 months old, and he had purchased it one week ago. He stated he was okay, and nothing serious happened. No treatment was required. The consumer reported he had been using this product for a long time and liked it. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown